Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not release from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During procedure, the nurse was unable to get the clip to properly deploy. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.